Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is being submitted via a 30 day report. Concomitant medical products: 694765 lead implanted: (B)(6) 2008; 419488 lead, implanted: (B)(6)2005. Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.